Event description:
It was reported the device would not run. Issue was found during preventive maintenance; no patient involved.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with wear and tear on the enclosure, worn line cord, pole clamp assembly, reflux plug, and reservoir cover. The customer stated problem was not duplicated. Device functions as intended, no problem found. Other problems found with worn components which were replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.